Event description:
It was reported the patient's right knee was revised due to instability. A 3x13 cs insert was exchanged for a 3x19 cs insert.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.